Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated that just before covid hit with a vengeance they were at their managing physician's office with a medtronic (mdt) representative (rep) present and they determined patient's implant was not working. Patient thought they had made arrangements to have the device replaced but then no follow up was done due to covid hitting and offices being closed. They did not know why it was not working and asked patient if they had fallen but could not figure out what was wrong. Patient kept having uti's and could not feel anything from their stimulator. They also could not connect the programmer to the implant and the doctor commented maybe one of the leads was disconnected. Patient was not sure if this occurred end of 2019 or beginning of 2020. Thankfully the patient has only had 1 or 2 bladder infections since. Patient is also experiencing sciatica pain right where the interstim is and wanted to know if they could use a tens or heating pad on it. Patient believes the pain is sciatica because they have previously had sciatica on the opposite side of their body. Patent also has pre-existing back problems. The patient was redirected to their healthcare provider to further address the issue. Heating pad additional information was received from the patient. They reported that when they said the device not working, they meant that it malfunctioned in 2019 and then covid happened. The cause was not due to normal battery depletion. The cause of the device not working and them not feeling anything from the stimulator could not be determined. No steps are being taken at this time to resolve any issues. If they start to get uti's again they may have the device removed and replaced.